Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2018, the subject pacemaker kora 100 dr was attempted to be implanted with a vega r58 lead and a vega r52 lead. Once all the system was already implanted, the external ECG showed no signal. Tightness of the connections was checked. The screws were loosened and tightened again but the right ventricular (rv) connection could not be tightened. According to the physician, the screw of the rv connection was not visible inside the connector port but could not be tightened either, even after several turns with the screwdriver. A new screwdriver was used but the screw of rv connection still could not be tightened.

Event description:
On (B)(6) 2018, the subject pacemaker kora 100 dr was attempted to be implanted with a vega r58 lead and a vega r52 lead. Once all the system was already implanted, the external ECG showed no signal. Tightness of the connections was checked. The screws were loosened and tightened again but the right ventricular (rv) connection could not be tightened. According to the physician, the screw of the rv connection was not visible inside the connector port but could not be tightened either, even after several turns with the screwdriver. A new screwdriver was used but the screw of rv connection still could not be tightened.